Manufacturer narrative:
Non-union or delayed union are known, potential risks identified with interbody fusion devices and are documented in the associated labeling. If a pseudoarthrosis occurs coupled with the implant, a mechanical grinding action could generate wear debris, which is also a known, potential risk and documented in the labeling. A picture of the removed implant was received and it appeared as expected with no depictable device deficiencies, other than signs of damage consistent with device removal by metal tools.

Event description:
The patient underwent an l5-s1 lumbar decompression and interbody fusion surgery with placement of an elite expandable device in (B)(6) 2017. Following the surgery the patient continued to experience low back pain, left leg pain, and had two epidural steroid injections without relief. In (B)(6) 2018, the patient underwent an anterior retroperitoneal l5-s1 discectomy, decompression, and arthrodesis with removal of the prior interbody device and noting of metal debris.